Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and found that touch screen area blocked by the stain on the surface. Removed the stain and tested. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that touch screen is very sensitive. The ventilator was not in use on a patient at the time the malfunction occurred.